Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v176885, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0yfej, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers's representative (rep) that they were revising a lead and impedance measurements were taken several times with the most recent at 2v 300pulse width and c1 and c3 showing ??? At different measurements, different values were showing ?? Or >4k. There was motor response present on c1 at 2.7v and c3 at 1.6v. There were no symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.